Event description:
It was reported the patient was experiencing uncomfortable heating at the ipg site when the stimulation was turned on. It was reported the patient did not notice heating while using the charging system, but when the amplitude was increased the heating became more noticeable. The sjm representative met with the patient for reprogramming. Follow up indicated the heating issue had not resolved, and the physician planned to undertake surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.